Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. Pump was not returned for investigation. Data logs were returned and reviewed. There was a gradual rise in purge pressure over a few hours before the purge pressure related alarms. No motor current spikes were seen and the pump was at p9. Tissue plasminogen activator (tpa) was added to the purge which helped resolved the alarms. Per the clinical information and data log review, the root cause of the high purge pressure was most likely biomaterial. The instructions for use for the impella 5.5 with smartassist in section "using the automated impella controller with the impella catheter" states ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ added- h6 impact code 4644 in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 50-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the during support there was high purge pressures. Tissue plasminogen activator protocol was initiated, and the pressure alarms resolved. No patient harm was reported, and the patient remained on support.